Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A short simulated therapy was successfully performed. Sample analysis found no failure or malfunction that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. The patient was hospitalized seven days prior to passing away for an unrelated event and was hospitalized at the time of death. Dianeal therapies were reported to be stopped a few days prior to death and peritoneal dialysis therapy was not ongoing at the time of death. The cause of death was not reported and it was not reported if an autopsy was performed. No additional information is available.